Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the neurostimulator too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. However, the implanting clinician noted that although the infection (septic arthritis) is very close to the neurostimulator, the device did not cause the infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unrelated to the curonix device as the implanting clinician does not believe the neurostimulator caused the infection (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported twisting their knee while walking and experienced a popping sensation followed by significant pain. The patient was admitted to the hospital for intractable knee pain and suspected septic arthritis of the knee and accompanying hardware. On (B)(6) 2024, the patient met with the implanting clinician and although the infection (septic arthritis) is very close to the neurostimulator, the device did not cause the infection. The infectious disease lab advised the neurostimulator be removed. However, a date has not yet been scheduled.